Event description:
It was reported that a peritoneal dialysis (pd) patient developed peritonitis. The patient does not know what caused it. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2024 due to abdominal pain. The patient was admitted to the hospital with a diagnosis of peritonitis. A pd effluent culture resulted positive for pseudomonas (species unknown). The patient was initiated on antibiotic therapy (drug, route, dose, frequency, and duration unknown). The patient was not responding to the antibiotics, so the pd catheter was removed. The patient was initiated on hemodialysis (hd). The patient will be completing in-center hd until recovery is complete. The patient remains hospitalized. The patient was recently trained on continuous cycling peritoneal dialysis (ccpd) utilizing the liberty select cycler. Although the cause of the peritonitis is not confirmed, it is suspected there was contamination that occurred at some point that caused the peritonitis event. No further information was available.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: there is a likely temporal relationship between peritoneal dialysis utilizing the liberty select cycler and liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler and liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or a cycler set defect reported for this event. The pdrn reported the peritonitis was suspected to be caused by contamination. This is supported by the culture result of pseudomonas. This bacterium is common in the environment (water, plants, soil), wet areas such as bathtubs or sinks, or can also be found on skin. Based on the available information and no allegation or evidence of a malfunction, defect or deficiency, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient developed peritonitis. The patient does not know what caused it. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2024 due to abdominal pain. The patient was admitted to the hospital with a diagnosis of peritonitis. A pd effluent culture resulted positive for pseudomonas (species unknown). The patient was initiated on antibiotic therapy (drug, route, dose, frequency, and duration unknown). The patient was not responding to the antibiotics, so the pd catheter was removed. The patient was initiated on hemodialysis (hd). The patient will be completing in-center hd until recovery is complete. The patient remains hospitalized. The patient was recently trained on continuous cycling peritoneal dialysis (ccpd) utilizing the liberty select cycler. Although the cause of the peritonitis is not confirmed, it is suspected there was contamination that occurred at some point that caused the peritonitis event. No further information was available.